Manufacturer narrative:
Date rec'd by MFR: 09dec2019. Fi (failure investigation). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12nov2019.

Event description:
The customer reported a ventilator with a machine and proximal pressure sensor failure. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that the data acquisition printed circuit board assembly was replaced to address and correct this reported event.

Manufacturer narrative:
Manufacture date: 21nov2019. Report date: 05dec2019. The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the da pcba revealed no signs of physical damage and contamination. The da pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation da pcba passed all testing, and no errors were generated. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.